Manufacturer narrative:
The 2mm x 40mm sub-olive wire with threaded tip is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, that the product is distributed within. The device was not returned to the manufacturer for evaluation as it was discarded prior to identifying the issue in the procedure. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the company representative. The sub-olive wire is manufactured with implant grande material. The root cause of the sub-olive wire breaking is most likely a result of direct contact between the sub-olive wire and another k-wire during the case within the patient's bone, which caused the sub-olive wire to bend and break. Based on the comments from the surgeon, during the post-operative interview, this type of issue is not uncommon when wires contact in the bone and these types of products are commonly implanted with no clinical effects to the patient. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a lapidus procedure, at (B)(6), the tip of a 2mm x, 40mm sub-olive wire with threaded tip (1405-2015) came into contact with a k-wire already placed in the bone. When this happened, it caused the olive wire (1405-2015) tip to bend and subsequently break. This was undetected at the time and the procedure proceeded as normal. Upton taking the final x-ray the incident was identified. Upon further evaluation by the surgeon, there was no protrusion of the tip and it was determined that the entire fragment was encased in the bone. The surgeon had no negative reaction and during the post-op interview, stated that this type of occurence is not uncommon for these types of procedures.